Event description:
During shift check, the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 12 (lifeband not present). To troubleshoot the issue, the customer tried several lifebands and re-started the platform multiple times, but the issue persisted. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n 37094) displayed user advisory (ua) 12 (lifeband not present) was confirmed both in the platform's archive data and during functional testing. The root cause of the reported complaint was the defective belt clip detection switch, due to a defective component. During visual inspection, the front enclosure was observed damaged, unrelated to the reported complaint. Based on the photo provided by the zoll service team, a vertical crack was going through one of the screw fittings of the front enclosure. This observed physical damage possibly resulted from harsh impacts and/or user mishandling. The damaged front enclosure was replaced to address the issue. A review of the archive data showed multiple ua12 (lifeband not present) advisory messages on and around the customer's reported event date, confirming the reported complaint. Further review of the archive data showed several ua02 (compression tracking error) and ua07 (discrepancy between load 1 and load 2 too large) advisory messages, unrelated to the customer's reported complaint. Initial functional testing failed due to the ua12 advisory message displayed upon powering up the platform, confirming the reported complaint. Technical investigation revealed that the belt clip detection switch was completely broken, triggering the ua12 advisory message. The defective belt clip detection switch was replaced to remedy the fault. Subsequently, the autopulse platform was subjected to a run-in test using the large resuscitation test fixture (lrtf) for 15 minutes, and the platform passed the test without any fault or error. The ua02 and ua07 advisory messages, which were observed in the archive data, were not replicated during functional testing. However, a load cell characterization test was performed and revealed that load cell #1 was under-reporting and load cell #2 was over-reporting. Both the load cells were replaced as a preventive precautionary measure to prevent the potential occurrences of ua02 and ua07 advisory messages. Following service, another load cell characterization test was performed and confirmed that both cell modules were functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).